Manufacturer narrative:
This report is being submitted as additional information was received that this lead exhibited loss of capture (loc) in the unipolar configuration. Additionally, this lead exhibited high capture thresholds.

Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to an unknown product performance anomaly. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported. This lbb lead has not returned for analysis. Additional information was received that this lbb lead exhibited loss of capture (loc) in the unipolar configuration. Additionally, this lead exhibited high capture thresholds. No additional adverse patient effects were reported. This lbb lead has not returned for analysis.

Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to an unknown product performance anomaly. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported. This lbb lead has not returned for analysis. Additional information was received that this lbb lead exhibited loss of capture (loc) in the unipolar configuration. Additionally, this lead exhibited high capture thresholds. No additional adverse patient effects were reported. This lbb lead has not returned for analysis. Additional information was received that this patient experienced chest pain prior to the replacement of this lead. Technical services (ts) suspected the lead had dislodged. Additionally, pacing impedance measurements were high within normal limits. No additional adverse patient effects were reported. This lbb lead has not returned for analysis.

Manufacturer narrative:
This report is being submitted as additional information was received that this lead exhibited loss of capture, high capture thresholds, and high pacing impedance measurements. The patient experienced chest pain. Technical services (ts) also suspected the lead had dislodged. This lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead; however, a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to product performance anomaly. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.